Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering as the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time incident and current blood glucose level was 239 mg/dl and also blood glucose level was 200¿s mg/dl. The customer gave injection to treat high blood glucose level. The customer reported the blood glucose level was 300¿s mg/dl after eating and the customer was having snacks and took insulin for high blood glucose level and at night the customer¿s blood glucose level was 180 mg/dl. The customer woke up with blood glucose level in range of 250 mg/dl to 260 mg/dl. The customer had symptom related to high blood glucose level was nausea and vomiting. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with minor scratched display window, case and keypad overlay.